Manufacturer narrative:
Non-healthcare professional. Concomitant medical products: 429688 lead, implanted: (B)(6) 2011; dtbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high impedance measurements and the right ventricular (rv) lead had high rv coil impedance measurements. The lv lead is still in use. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.